Event description:
It was reported that the physician was not able to recapture the subject stent back into the microcatheter when repositioning it. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of 10 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.